Manufacturer narrative:
Please delete/cancel MDR # 9612169-2020-00153. All relevant information related to this patient has been submitted using MDR # 9612169-2020-00014. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol) with no patient harm. No further information is expected.